Manufacturer narrative:
Although no sample was returned, the reported complaint of a torn seal could be confirmed from a lot number history review. The probable cause is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective actions are in process. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a tego® connector that experienced breakage. During the treatment had to use the other lumen of the catheter, switching from needle to catheter and the tego on the venous side was not functional, the rubber was coming off. Changed tego and finished the treatment. There was patient involvement and unknown patient harm.